Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports loss of normal vision to the extent, she could not perform normal functions of reading, driving, or her job. She also reports headaches and pain in her eyes. The surgeon reports the cataract extraction as "standard and totally uneventful." The lenses have been exchanged by another surgeon. MDR #1119421-2007-00495; MDR #1119421-2007-00496.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in the lot. Additional information was requested 11/05/2007 by fax and mail. Pt records were received 11/12/2007.